Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that yesterday the patient (pt) was recharging the implantable neurostimulator (ins) and the recharger (rtm) cord going into the antenna and on the relay box got really hot. Troubleshooting was unable to be performed as pt did not have rtm present on call. Pt will call back with rtm serial number for a replacement. The patient called back and stated that they have the serial number of the recharger for the replacement. Agent sent a repair request to send a replacement recharger.

Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger was returned and the analysis shows that high reading na low reading na no anomalies were visually observed. No device found message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.